Manufacturer narrative:
Investigation results: vigilance investigator carried out the pictorial documentation visually and microscopically. The lever is fractured at the distal end, the analysis of the fracture patterns illustrated forced fractures due to overload. No pores, inclusions or foreign bodies could be found on the points of rupture. Friction marks can be found at the gliding planes, caused by insufficient lubrication. According to the instructions for use, the gliding planes must to be lubricated prior each use to void metal seizure. Additionally, "oil gliding planes before sterilization" is labelled at the device. Batch histroy review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures/preventive: due to insufficient lubrication, metal seizure occurred and caused the jamming of the instrument. To avoid metal seizure, instructions for use must be observed. Du to the facts most probably root cause for the failure is reprocessing related. Based upon the investigations results there is no CAPA necessary.

Event description:
No updates.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fb850r - cooley sternotomy spreaderadult32x50mm. According to the complaint description, during an open heart surgery on (B)(6) 2020 the cooley sternotomy spreaderadult32x50mm (a brand new device) was used and got stuck in a patient's chest. The device had to be forcibly removed from the chest during the procedure. The incident did not cause or contribute to a serious injury or to a patient death. An additional medical intervention was necessary. The device is available to be returned to the manufacturer for evaluation. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4).